Manufacturer narrative:
Corrected data: e1: (B)(6), updated data: h6: conclusion code h10. Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience. The device instructions for use, instructs ¿under fluoroscopic guidance, confirm, that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. No images from the procedure were received for review. Given the limited information, the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate, a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-26, serial #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released approximately 3mm inside the left ventricle. Prior to retrieving the nose cone of this delivery catheter system (dcs), the valve dislodged at the level of the non-coronary cusp (ncc). While the nose cone was being removed, the valve dislodged slightly more in the aortic root above the annulus. It was reported that it was possible that the dcs interacted with the valve causing it to dislodge. Subsequently, a second valve was implanted inside the first valve. A post-implant balloon aortic valvuloplasty (bav) was performed with a 22mm balloon with good results. No additional adverse patient effects were reported.